Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death, cardiac arrest, and pericardial effusion were unable to be determined. The reported hypotension was likely a cascading effect of the reported pericardial effusion. The reported patient effects of death, hypotension, and pericardial effusion, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, unexpected medical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr) and heart failure for a mitraclip procedure. Two clips were implanted. The xt clip was difficult to maintain capture of the posterior leaflet, but the clip was moved lateral to the first clip. The clip was implanted and stable. The mr was reduced to grade <1. On (B)(6) 2024, a single leaflet device attachment (slda) was observed during the pre-discharge echocardiogram. The posterior leaflet was detached. The mr was recurrent at grade 3. On (B)(6) 2024, a second clip intervention was performed. The same transseptal puncture was used from the previous case. An nt clip was attempted to place lateral to the slda clip. It took approximately 30 minutes to grasp the leaflets due to mobility form the slda, and imaging was noted to be challenging due shadowing from the previous clip. The clip was unable to grasp both leaflets. Blood pressure started to drop, and a pericardial effusion was noted on the right side of the heart. A pericardial tap was performed, and 500 ccs of blood was drained, requiring a blood transfusion. A plan to attempt an xt was aborted due to hemodynamic instability. A temporary pacemaker was placed. The patient could not recover and passed away on the table. It was noted that the act was greater than 500 during the procedure. Per the physician, the clips did not contribute to the death. It is unknown if the sgc caused or contributed to the death.